Event description:
This lead was implanted on (B)(6) 2010 and remains implanted at this time. Physician suspects infection on this lead. The physician was dr. (B)(6) at (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).